Event description:
It was reported that a customer observed no flow during an infusion of clinoleic while using a 1.2 micron extension set. According to the report, the in-line filter clotted during an infusion, preventing the infusion from completing. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the affected sample was received for evaluation. Visual inspection and functional flow testing were conducted. Flow was observed during testing and no other abnormalities were noted. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.